Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had the syringe plunger cap adhered to the packaging, a misaligned plunger rod, and a crushed plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Device history record review ¿ a review of the device history record was completed for batch# 7079760. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700007541 (syringe 0.5ml asm 30g1/2in tw sm700178sc) that went into the finished batch# 7079760. Batch # 7123727 was manufactured 08may2017 thru 13may2017. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is 2nd related complaint for plunger cap loose/off & plunger rod damaged on lot # 7079760. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had the syringe plunger cap adhered to the packaging, a misaligned plunger rod, and a crushed plunger. No serious injury or medical intervention was reported.